Event description:
It was reported that since the patient¿s stitches came out they started to have jolts in their arm and their fingers burned, like their arm was on fire. It started 5 to 6 days ago, a day or 2 after their stitches were removed. The patient would shake it out and if they repositioned themselves it would stop for a while, but then it would continue again. It also burned at the incision site in their back and they could feel it through their skin. The patient had the device for painful bladder issue, inter-cystitis, and that their bladder wasn¿t emptying all the way. The device was helping with the patient¿s symptoms. The patient called their health care provider (hcp) yesterday and they were directed back to the manufacturer representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0n11u, implanted: (B)(6) 2014, product type: lead. (B)(4).